Event description:
The manufacturer received information alleging a patient with a dreamstation CPAP device. No claims were made that the device caused the husband's death. Following the homecare provider's advice, the patient's wife indicated that she had thrown away all the recalled devices used by her, her son, and her husband. She was informed that returning the devices was unnecessary due to the time elapsed since their use. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.